Event description:
One patient sample generated false positive architect stat troponin-I assay results. The customer reports that the sample was tested between 09:58 am and 11:27 am with results of 0.03, 0.02, 0.019, and 0.017 ng/ml. The customer cut-off value is 0.28 ng/ml. Controls have remained within specifications. The sample tested negative by a non-abbott methodology. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
Accuracy testing was completed using retained kits of reagent lot 21173un11. Acceptance criteria were met, which indicates acceptable product performance. Panel testing shows that the lot performs per specification. Information provided by the customer found that the retest of the same sample gave expected results, but there is no indication of the cause for the initial discrepant result. No additional issues were identified. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I assay package insert contains information to address the customer issue. A review of customer provided information and data along with the current evaluation found no product malfunction. The assay is performing as expected. Suspect medical device: catalog# from 02k41-25 to 02k41-28. Customer cut-off value corrected to 0.030 ng/ml.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4). (B)(6).